Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for evaluation; however, image and photo were provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2020).

Event description:
It was reported that during power port groshong placement the device allegedly broken. It was further reported that catheter allegedly detached from the port. Patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Although the sample was returned for evaluation, one electronic photo and one medical image was provided for review. The photo shows one powerport MRI isp attached to a groshong catheter in two segments kept in an vessel. The image shows a frontal chest radiograph with a right sided port catheter present. The port hub connection to the proximal catheter tubing is intact. At the medial third of the clavicle there is a broken catheter tubing with migration of the distal tubing to overly heart. The catheter tubing insertion into the vein is very medial. The investigation is confirmed for the reported catheter fracture, material separation and the identified deformation and migration issues, as a complete circumferential break was noted approximately 9.1 cm from the distal end of the cath-lock. Both break surfaces appeared elliptical in shape and were non-uniform. Granularity was evident on both surfaces as well as residue throughout the area of the break. The broken catheter tubing with migration of the distal tubing to over the heart were noted. The investigation findings are consistent with a known complication called catheter pinch-off which occurs due to compression of the catheter within the clavicle/first rib region. This issue can be avoided by inserting the catheter through the internal jugular vein. Subclavian insertions should be inserted lateral to the border of the first rib or at the junction with the axillary vein. A definite root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. ¿warning: do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off, as it may result in port system failure.¿ ¿this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off.¿ ¿signs of pinch-off clinical: difficulty with blood withdrawal, resistance to infusion of fluids. Patient position changes required for infusion of fluids or blood withdrawal radiologic: grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows¿ ¿preventing pinch-off. The risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h10: the FDA rn number for the intial MDR was inadvertently submitted as 02/20/2021. The correct FDA rn number was 02/19/2021. H10: d4(expiry date: 05/2020), g3. H11: b5, h6(device, method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement, the device was allegedly broken. It was further reported that catheter allegedly detached from the port. The device embolized in the patient and the catheter has been removed. Patient current status is unknown.